Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose of 56 mg/dl due to over bolusing on (B)(6) 2017. The customer's spouse reported that they called the emergency medical services for the low blood glucose. The customer's spouse reported that the buttons were stuck during bolus. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse also reported that they had a vehicle accident while wearing the insulin pump on (B)(6) 2015. The customer's spouse reported that they were unable to exit prime. Troubleshooting was done for prime anomaly. The customer's spouse stated that they also experienced high blood glucose of 548 mg/dl. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.